Event description:
It was reported that upon interrogation, the right ventricle (rv) lead had high capture threshold and low sensing. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.